Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. In addition, the patient developed capsular contracture (baker grade ii) in her breast. Capsular contracture was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 04/12/2018, mentor received additional information about the event: the implantation date was reported to be (B)(6) 2010. New information states that the implantation date is (B)(6) 2010. Patient had explanted device replaced with a mentor smooth round moderate plus profile 225cc saline breast prosthesis. On 04/18/2018, mentor became aware that the lot number of the suspect medical device is 5960344, serial number is still unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. No anomalies were discovered. Complaint for deflation was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).